Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, broken reservoir tube lip, broken battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a no delivery alarm and then received a motor error alarm. Customer also reported that the battery and reservoir compartment were chipped. Customer's blood glucose was unknown, but customer stated that blood glucose was too low to register on meter and that's when pump may have fallen and was damaged. Customer was advised that insulin pump would need to be replaced.